Event description:
It was reported that this pacemaker was exhibiting premature battery depletion behavior. Data analysis confirmed the early battery depletion appeared to be consistent with high power consumption. The pacemaker was going to be removed and replaced. No adverse patient effects were reported. This product currently remains in service. This report will be updated, should additional information be received. Additional information was reported indicating that this pacemaker was removed and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.

Manufacturer narrative:
The patient code 3191 accounts for the surgical intervention that occurred.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
The patient code 3191 accounts for the surgical intervention that occurred. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Testing during analysis confirmed that the battery on the pacemaker was depleting prematurely. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case.

Event description:
It was reported that this pacemaker was exhibiting premature battery depletion behavior. Data analysis confirmed the early battery depletion appeared to be consistent with high power consumption. The pacemaker was going to be removed and replaced. No adverse patient effects were reported. This product currently remains in service. This report will be updated, should additional information be received.